Manufacturer narrative:
H3 a manufacturer representative went to the site to service the system. Testing found customer not running gain calibrations. Also, on fluoro exposures, customer is taking too short of an exposure for abs to stabilize. Should be 3 seconds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the image was grainy and was poor quality. Respun and image was slightly better but still poor quality but were able to use for navigation. They opened the gantry and heard a pop noise but it was able to completely open. Able to close the gantry without any noise. There was no patient impact and a delay of less than one hour.

Manufacturer narrative:
H2-3) the software analysis concluded that the reported issue was not a software issue. Complaint data analysis found the event was due to a userworkflow as per salesforce "grainy images for just one case [was] the result of the site not using proper exposure techniques etc".software functioned as designed. Codes: b01, c19, d14 h2) please see section b5. For the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information. The grainy images were the result of the site not using proper exposure techniques.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.